Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) /2013 and suture was used. During muscle closure, the suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(6). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The complaint sample was visually inspected brittle & broken at one end. The broken piece of suture also had pinch mark near the broken end of the suture indicating that an excessive force may have been placed on the device. As the complaint sample was in broken condition , it could not be use for any further evaluation. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.